Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose level. Customer's blood glucose value was 300 - 500 mg/dl at the time of the incident. Another blood glucose level was 59 mg/dl. Customer reported that they did receive a calibration not accepted alert and change sensor alert. There was no communication between insulin pump and transmitter. The device will not be returned for analysis.